Event description:
Per the arjohuntleigh service technician's description of event - "three cna's were working with pt. Two were placing pt into sling in a sitting position. Height of lift (approx 6 feet to top of jib). When the two cna's were placing pt into sling and adjusting her, (pt was not completely seated) the third cna began lowering pt when the lift became unstable and was tipsy. One cna forced pt into the sling and the frame of the lift came in contact with the top of one cna's foot. The other two cna's transferred/scooped pt back into the wheelchair w/o reported injury." Cna rec'd bruise on top of foot but did not have to go to hospital. Ice was applied to injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the MFR medibo medical products (B)(4) (registration#3004468271). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.